Event description:
It was reported that there was possible premature battery depletion and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(6) 2012, device rrt<=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012. 1 - patient alert for low battery voltage on (B)(6) 2012 02:15:04. Upon analysis, normal battery depletion was found.